Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty when using the involved angio-seal device. When the angio-seal device was being inserted into the insertion sheath, there was a feeling as if the collagen became stuck on the way, and the device could not advance anymore. The angio-seal device was then withdrawn and successfully removed. The guidewire was inserted into the insertion sheath and the insertion sheath was then successfully removed. The angio-seal device was then replaced by an angio-seal sts plus 6fr to achieve hemostasis. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a cas (carotid artery stenting). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Blood loss was reported to be less than 250cc. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.